Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1 and device #2) on (B)(6) 2016 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: 23-aug-2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st (device 1). Per op notes, "the ventralex st (device 1) was placed to the abdominal wall." 19-jul-2017 - patient was diagnosed with recurrent incarcerated umbilical ventral hernia thereby underwent laparoscopic repair with the removal of mesh (device 1) and implant of ventralight st mesh using echo ps (device 2). Per op notes, "adhesions were taken down, the mesh (device 1) was removed. This left a small defect, the remaining recurrent hernia was repaired using a ventralight st mesh using echo ps (device 2). The mesh was tacked to the abdominal wall." (B)(6) 2017 patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair. Per op notes, "a synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, UDI, expiry date),d.6b, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the ventralex st (device 1). An additional supplemental emdr was submitted to represent the ventralex st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1 and device #2) on (B)(6) 2016 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."